Event description:
It was reported that the insertable cardiac monitor (icm) was undersensing and recorded false brady and atrial fibrillation (af) episodes. Technical services (ts) recommended potential programming changes to be made to reduce the number of false events. Ts also found a lot of oversensing and noise when reviewing the strip. The device was explanted and a replacement device was attempted. A new icm was attempted but had poor readings. Another manufacturer's device was implanted and the signal was still poor. The physician attributed the poor signal due to the patient tissue. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was undersensing and recorded false brady and atrial fibrillation (af) episodes. Technical services (ts) recommended potential programming changes to be made to reduce the number of false events. Ts also found a lot of oversensing and noise when reviewing the strip. The device was explanted and a replacement device was attempted. A new icm was attempted but had poor readings. Another manufacturer's device was implanted and the signal was still poor. The physician attributed the poor signal due to the patient tissue. No additional adverse patient effects were reported.